Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was intermittently rapidly depleting. Upon reviewing the pump data on t:connect logs, tandem technical support determined that the pump would jump down to 30%. The customer's blood glucose level was in the 300 (mg/dl) range. The customer would continue to use the pump for insulin therapy but also confirmed that an alternate method of insulin delivery was available.